Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient felt vibrations of the implanted device in a non-clinical environment. The device was found to be in backup vvi mode due to an event queue overflow related reset. The device was reprogrammed and the firmware was updated to resolve the event. The patient was in stable condition.